Manufacturer narrative:
The customer was provided with a replacement device. Stryker product analysis center (pac) evaluated the customer's device and was unable to duplicate the reported event. The pac technician observed that the device was unable to detect a patient load when connected to a defibrillator analyzer.visual inspection of the pcba showed that capacitor c111 was burnt , due to electrical overstress, which also caused transformer t2 to be lifted off the pcba.

Event description:
A customer contacted stryker to report that their device had powered off unexpectedly. There was no patient use associated with the reported event.

Manufacturer narrative:
The device evaluation is anticipated but not yet begun. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device had powered off unexpectedly. There was no patient use associated with the reported event.